Event description:
Discordant advia centaur xp ipth results were obtained for a patient sample. The initial result was elevated and upon dilution was much lower for the plasma sample. Repeat testing was performed neat and diluted. The results were similar (elevated for neat and lower when diluted). The plasma sample was also tested and the result was low. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
The cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Per the IFU under the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy."